Manufacturer narrative:
Concomitant product(s): a 419488 lead, implanted: (B)(6) 2005; 694965 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block. It was noted that the right atrial (ra) lead experienced high and rising impedance values, as well as high thresholds. It was suspected that the ra lead tip was encapsulated. The ra lead remains in use and will continue to be monitored. No further patient complications have been reported as a result of this event.